Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump¿s touchscreen would illuminate but could not be unlocked, as the swipe-to-unlock bar did not respond, and the patient transitioned to backup therapy while disconnected from the pump; this aligns with an unresponsive key/button issue localized to the touchscreen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed a software problem associated with the touchscreen that manifested as an unresponsive control. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.